Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Potential adverse events in the labeling with the penumbra system include, but are not limited to, device malfunction, vessel spasm, thrombosis, vessel dissection, or perforation, intracranial hemorrhage, ischemia, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2018, the patient underwent a thrombectomy procedure in the basilar artery using a neuron max 6f 088 long sheath (neuron max), penumbra system jet 7 reperfusion catheter (jet7), penumbra system 3d revascularization device (psr3d), velocity delivery microcatheter (velocity), and penumbra system aspiration pump max 110 (pump max). It was reported the patient had a previous ischemic stroke in an unknown territory that occurred more than or equal to 6 months from the current admission. Coronary artery disease, diabetes, hypertension, and hyperlipidemia with onset dizziness and repetitive were presented to the emergency department (ed) at the transferring facility. The patient was on single antiplatelet and anticoagulant medications. Imaging (national center for competency testing (ncct), computed tomography angiography (cta)) performed identified the site of primary occlusion in the posterior circulation (basilar), modified treatment in cerebral infarction (mtici) 0, and alberta stroke program early (non-contrast) CT (aspects) 8. A total nih stroke scale/score (nihss) score was 4 without the description of symptoms and modified rankin scale (mrs) 0. No intravenous (IV) tissue plasminogen activator (tpa) was administered. During the procedure, the first pass made at 13:28 with the neuron max, jet7, psr3d, and velocity resulted in mtici flow of 3 at the site of primary occlusion. A bolus of heparin was administered. Additional passes were not performed. Injection of the right iliac artery at the femoral access site demonstrated that the neuron max was bent. There was a filling defect into the profunda femoral artery with no visualization of the right superficial femoral artery. The extracranial vascular dissection was reported to be a serious adverse event related to the neuron max and index procedure and required a vascular surgery consult. The jet7 and psr3d were reported to be unrelated to this event. The patient was taken to operation room for surgical exploration. The right groin was cut down and interposition graft of the right common femoral artery was placed. A patch angioplasty of the posterior tibial artery was performed. The procedure was completed at 14:33. The patient tolerated the procedure well and was transported to the neuro intensive care unit (ICU) in stable condition. No device malfunctions were reported. In neuro ICU on post-op day 1, no intracranial hemorrhage and/or subarachnoid hemorrhage was observed on 24-hour follow-up mr. Patient was on single antiplatelet and anticoagulant medications. The patient was intubated and their nihss was 26 versus 4 on admission. The principal investigator confirmed the patient did not have progression of index stroke. Patient presented anemia on post-op day 1, requiring transfusion of blood products, and was resolved on post-op day 15. The anemia was reported to be a non-serious adverse event unrelated to the neuron max and index procedure. On post-op day 6, the chest x-ray obtained showed atelectasis and opacification more in the right lung, which was treated empirically for aspiration pneumonia, and resolved on post-op day 12. The aspiration pneumonia was reported to be a serious adverse event unrelated to the neuron max and index procedure. On post-op day 9, the computed tomography (CT) scan performed revealed bilateral subsegmental emboli, which was treated medically, and resolved on post-op day 16. The pulmonary embolism was reported to be a serious adverse event unrelated to the neuron max and index procedure. The patient developed respiratory failure on post-op day 13, requiring bedside tracheostomy, and was resolved on the same day. The respiratory failure was reported to be a serious adverse event unrelated to the neuron max and index procedure. The nihss on post-op day 14 was 12, mrs 5, and the patient was discharged to skilled nursing facility on post-op day 16 on anticoagulant. The mrs 5 remained unchanged on post-op day 78.